Manufacturer narrative:
Per the patient's medical records, the device was explanted due to prosthetic valve endocarditis. Pre-workup was found to have corynebacterium in his blood cultures. On (B)(6), he was taken to the or and had redo sternotomy x3, root repair, aortic valve replacement, and epicardial pacer wire placement. On pod #2, he had increasing pressor requirement. He also was noted to have arising lactic acidosis and abdominal tenderness. Emergency surgery was consulted. At that time he became acutely hypotensive requiring CPR and boluses of epinephrine. He was deemed to unstable to go to the operating room. Emergency surgery performed an exploratory laparotomy at bedside and found global ischemia of the bowel. His abdomen was closed as it was clear he could not survive this, especially in the setting of his recent cardiac surgery and organ failure. His family was called to his bedside. He was made dnr-c and care was withdrawn. He was pronounced deceased. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. In this case, the patient had positive blood cultures for corynebacterium. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. There have not been any allegations of a malfunction or deficiency of the edwards valve. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned.additional manufacturer narrative:despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. It was also reported that the patient expired. The cause of death was not provided. There have not been any allegations that the edwards device(s) caused or contributed to the patient's death. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 3 years, 7 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. It was also reported that the patient expired; cause of death not provided. No other details.